Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message" was confirmed during the functional testing and on the archive data review. The root cause for ua7 was due to defective load cells. The cracked front enclosure and defective load cell were likely attributed to mishandling such as a drop. Upon visual inspection, crack on the handle of the front enclosure was observed likely due to user mishandling such as a drop. The initial functional testing of the autopulse platform could not be performed due to ua 07 error message displayed upon powering on. The load cell characterization test revealed that both the load cells are defective. The archive data review showed occurrence of multiple ua07 error message. The load sensing system has detected a weight/load imbalance between the two load cells. Both load cells need to be replaced to address the ua07 error. After replacing load cells and front enclosure, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no history of complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. No patient involvement.